Event description:
The customer alleged that the pump delivered insulin that the customer did not need. This resulted in the customer's blood glucose level dropping to 19 mg/dl. The customer consumed carbohydrates to address bg. The customer required assistance and ems was called to administer dextrose. Reportedly, the customer lost consciousness and suffered a mild concussion. A log review was completed and the pump functioned as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.